Event description:
Lap appendectomy patient: surgeon was using ca090 laparoscopic clip applier. Clips began falling off end of clip applier that had not been spalled together. The surgeon had to pick out and remove loose clips from the abdomen. Then surgeon finished using another clip applier (same manufacturer and model number).incident is reported due to potential for patient harm. There was no adverse patient event. No injury.======================manufacturer response for laparoscopic clip applier, (brand not provided) (per site reporter).======================manufacturer requested return of defective product. Product pending pick-up.